Event description:
It was reported by service report that the head brakes were not holding, the head right rail would not lock in the upright position, and the power prong was missing on the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: timing link.